Event description:
It was reported that the angle nut was missing from the universal handpiece during sterile processing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the screw missing was confirmed during service evaluation. During service evaluation it was observed the angle nut was missing due to being removed. A damaged angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. When disassembling the disposable tip, the tip joint should not be removed. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the angle nut was missing from the universal handpiece during sterile processing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device evaluation in progress.